Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a radiofrequency ablation interventional procedure with an 8f sheath. Reportedly, the sheath broke off and remained in the blood vessel. A surgical cutdown under general anesthesia was used to remove the device and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported sheath break separation was observed as guide break. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, a definitive cause for the reported sheath break/separation could not be determined. Factors that may contribute to a sheath/guide break include, but not limited to, challenging anatomy, high angle of insertion, excess downward force, or aggressive downward or torsional pressure. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot# was updated from 4031941 to 4070342. D4 correction: primary UDI number updated from (B)(4) to (B)(4).